Manufacturer narrative:
Date received by MFR date: 09/15/2014. The power management (pm) pcba (B)(4) and power management (pm) pcba (B)(4) was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed and was turning on and off. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The facility biomedical engineer reported the power management pcb board and power supply was replaced however the problem was not corrected, and manufacturers field service was requested for repair. The manufacturers field service engineer (fse) could not duplicate the reported problem. The fse reported finding loose components and screws inside the vent from the previous service by the biomedical engineer. Due to the previous service and service findings of the biomed, the fse initially replaced the pm board and power supply again, but the unit was still turning on and then off. Due to the intermittent nature of the reported problem, and service induced issues during the previous biomed service, the fse replaced the motor controller, power management and cpu pcb boards, and power supply to address the reported problem. Applicable final testing was completed per operating specifications and passed.